Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was report that the cardiosave intra-aortic balloon pump ECG lead cable faulty , and noisy .

Event description:
It was report that during routine check, the cardiosave intra-aortic balloon pump ECG lead cable faulty , and noisy . Thee was no patient involvement.

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced ECG lead, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.